Event description:
It was reported that foreign matter occurred. Two samples of a 3.0mm x 100mm x 150cm coyote contained a filament.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.